Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 22 in the patient's mouth, the implant lost osseointegration in type ii bone. The implant was manually torqued in the mouth immediately after the tooth's extraction. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.